Event description:
Subject plate was implanted in 1998 for a left intertrochanteric hip fracture. Pt reported feeling increased pain to the surgeon. In-office x-ray showed non-union of the fracture penetration of the lag screw through the femoral head into the acetabulum. All hardware was removed from the pt in 2000.